Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, bard is unable to determine the associated labeling and dfmea to review. If additional information is received, a follow-up report will be submitted. "Lawyer-filed report-(B)(4)".

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and had required and will require continued medical treatment.